Event description:
Patient receiving feeds through nava ng tube that had been in place for 3 days. A small accumulation of feeds was noticed on the syringe pump. When tubing was inspected, a slit of about 2mm was noted distal to the cap connection of the tubing, allowing feeds to leak outside of the tubing.